Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on 04/04/2011 due to pop , cystocele, rectocele and enterocele. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, dyspareunia and vaginal scarring. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, dyspareunia and vaginal scarring. It was reported that patient underwent mesh removal of graft on (B)(6) 2012 and implant of repliform and floseal. It was also reported a stent was placed in the left ureteral on (B)(6) 2012 band replaced on (B)(6) 2012 by for hydronephrosis. It is reported the patient underwent and abdominal sacrocolpopexy with dissection and harvest of rectus fascia autograft on (B)(6) 2012. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.